Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6), 2022. During the procedure, the stent fully deployed in the cyst. The stent was attempted to be removed but it was reported that the stent will need to be removed another way, is unknown if the stent was removed successfully at a later date. The procedure was completed using another axios stent. The patient was admitted to the hospital beyond the standard of care. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.